Manufacturer narrative:
(B)(4).

Event description:
The customer complained of discrepant results for 2 patient samples tested for ise indirect na, k, ci for gen.2 on a cobas 6000 c (501) module. Patient 1 initial na result was 110 mmol/l. The repeat result was 141 mmol/l. The initial k result was 3.9 mmol/l. The repeat result was 4.9 mmol/l. The initial cl result was 135 mmol/l. The repeat result was 100 mmol/l. On (B)(6) 2018 patient 2 initial na result was 126 mmol/l. The repeat result was 143 mmol/l. The initial cl result was 116 mmol/l. The repeat result was 101.5 mmol/l. No incorrect results were reported outside of the laboratory. No adverse event occurred. No electrode lot numbers or expiration dates were provided. The field service engineer (fse) visited the customer site where a sample probe issue was identified. The fse replaced the sample probe, pinch tubing and all electrodes on the ise block. Ise sipper tubing was also replaced; the ise tubing and electrodes were conditioned. Forty ise checks were run with acceptable results. The customer ran calibration and qc with passing results. The customer stated that since the service visit the instrument has been running well. The investigation determined that the sample probe issue found by the fse was the root cause of the event.